Manufacturer narrative:
Upon follow-up, it was reported that on an unknown date, the patient passed away in the hospital. The cause of death was reported as due to septic shock. It was unknown if an autopsy was performed. It was reported that the peritonitis was not resolved, and antibiotic treatments were ongoing at the time of death. Pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and vomiting. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was treated with cefazolin (intraperitoneal, for 2 days) and amikacin (intraperitoneal, for 2 days) for peritonitis. Two days after the event onset, the patient was treated with vancomycin (intraperitoneal) and ceftazidime (intraperitoneal) for peritonitis. Four days after the onset of peritonitis, the patient was hospitalized for septic shock and peritonitis. At the time of this report, the patient was still hospitalized, treatment with vancomycin and ceftazidime were ongoing, and the patient had not yet recovered from the peritonitis. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.